Manufacturer narrative:
The technician found the trans link was broken on the right side of the bed. The technician replaced the trans link and brake rod to repair the bed.

Event description:
Alleged the casters will not hold on the right side of the bed when the brake is engaged.